Event description:
It was reported that during interrogation in a device system with the atrial port plugged, the initial measurement attempt for the left ventricular (lv) lead yielded "no measurement taken on the lv," but the second attempt was able to get the measurement. The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.